Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal data source error. A technical support specialist (tss) spoke with customer and explained that the issue was caused by the d drive being full, along with the steps taken to remediate it. The remote support service page for the device was reviewed, and changing the recovery model setting freed nearly 55 gigabytes of disk space. Customer then provided permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal data source error with network connection problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.